Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged a patient received burns on patient's legs. Per the reporter the burns have resolved. The warning device was on the patient's legs during a 3 hour cardiac procedure. The patient is reported to have ischemic limbs. The burns were noticed after the procedure was completed.